Event description:
The medwatch report was received at edwards lifesciences march 2003. Follow-up hospital reporter, indicated that they would review the pt's medical record to learn more details about the report. Follow-up calls were made by regulatory of edwards lifesciences in 3/2003. A call back in 2003, indicated that the pt was taken to the cardiac catheterization laboratory in 2002 for retrieval of distal portion of the device. It was stated that there were no pt complications.